Event description:
The facility's biomedical engineer reported an infusion pump wtih a 513 failure code. Information was requested by the baxter service facility regarding whether the failure occurred during patient use or biomed testing, but details were not available. The hospital representative stated they have no record of any patient incident involving the pump since the additional contact information was requested but no additional contact was identified.